Event description:
It was reported to target that during a procedure to implant a micro aortic valve electrocardiogram stent, the guidewire broke and a portion of it remained in the pt. She was under anti-coagulation medication, her clinical status was reported as very good. Initially, open surgery was planned. Per a follow-up on 04/16/1999 with the physician by a co rep in argentina: the pt continues with anti-coagulation medication. She did not have surgery, she is asymptomatic, and under control every 90 days. The dr's prognosis is that the guidewire's segment is going to be "endothelized" because it is resting against the wall of the artery, without practically restricting the flow of the vessel.